Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/oct/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure: deformation and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d1, d2a, d2b, d4, d9, g4, h3, h4, h6.